Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The blood glucose level was 40 mg/dl. The customer feels he had over delivered insulin causing a low blood glucose. The customer unable to use auto mode. The customer reported that the low blood glucose was due to not meal bolusing before meal and overestimating breakfast. The device will not be returned for the analysis.